Event description:
It was reported that the rigid video scope had a broken cable cover. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "cable cover starts to break" was confirmed. Based on the results of the investigation, the protector of the video cable section was cut should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a broken cable cover. There were no reports of patient harm.